Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet experienced prolonged signal loss from a new dexcom g7 sensor, taking about 24 hours of intermittent attempts before the pump reconnected, after which function was restored without sensor replacement. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding health impact. Investigation included collection of event details from the customer. Investigation of this case revealed insufficient information to identify a specific device problem, component issue, or root cause, and the connection recovered without intervention. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information to determine a definitive root cause.